Manufacturer narrative:
Qn#(B)(4). This customer complaint cannot be confirmed due to the inability to perform a comprehensive investigation without a physical sample to determine the root cause. The photo provided by the customer does not substantiate the reported issue of a leak at the cuff. However, in the absence of the actual defective sample, the incident cannot be classified as a manufacturing-related problem. Should the alleged defective samples become available in the future, the complaint will be reassessed accordingly. The device history record for lot kme23a1439 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Additionally, our manufacturing process includes a 100% leak test as per the standard production method. Any tube exhibiting a cuff leak is automatically rejected as it fails to meet the quality assurance specification. Consequently, this complaint is categorized as unconfirmed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use, "it was found to have leak in the tracheal cuff". No patient involvement.

Event description:
It was reported that prior to use, "it was found to have leak in the tracheal cuff". No patient involvement.

Manufacturer narrative:
(B)(4).